Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that they connected the electrodes to the defib philips mrx. They wanted to perform a cardioversion with 200 joules on an adult patient. However, when attempting to do so, they received a message telling them to "please change electrode." They tried another electrode (of the same type) and received the same message. It was only when they reduced the energy to 150 joules that the cardioversion was working, however, the surgeon needed the energy of 200 joules. The covidien electrodes were then exchanged with philips electrodes. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
Submit date: 06/28/2013. An investigation is currently underway. Upon completion, the results will be forwarded.